Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert due to the device in back up vvi mode during the interrogation with transmitter. The clinic has attempted but was unsuccessful to send a remote transmission from the patient's transmitter. The patient then presented at the hospital to get the device interrogated with merlin programmer. The device was confirmed with backup vvi mode and was restored and upgraded successfully. The patient did not experience any symptoms or complications due to the event.